Event description:
The customer reported discrepancies between the sensor's and the blood glucose reading. The blood glucose reading was 119 mg/dl. The customer was not able to provide data from the insulin pump for the sensor glucose versus blood glucose event. The average percent difference between the sensor glucose and blood glucose readings was 10.1%. Advised the sensor appeared to be responding to changes in glucose. The customer also reported that he is calibrating every 12 hours; advised him to calibrate three to four times when the blood glucose is most stable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.